Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience prime instructions for use (IFU) and states that implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent, and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with heavy calcification. Pre-dilatation was performed and the 2.75 x 33 mm xience prime stent was advanced to the lesion and deployed; however, a dissection occurred; therefore, another xience prime stent was placed to treat the dissection. The patient is doing fine and is stable. No additional information was provided.